Event description:
Customer reported a motor error alarm. Customer's blood glucose was 146 mg/dl. The customer stated she received the alarm while she was asleep. The customer could not recall any significant events leading to the alarm. She also reported a blank display. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No motor error alarm was noted and the motor passed the motor test. No frozen or blank display was noted during testing. The insulin pump had operating currents within specification. No missing segments were noted on the display. The insulin pump passed the self test. The lcd board was okay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.